Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. While cauterizing branches they noticed that it wasn't working correctly. They removed the hp cautery device and saw that the non-wired jaw silicone boot was shredded. They had done the lower leg portion with no issues and was half way through the thigh portion when they noticed the cautery wasn't working correctly. This was when they removed the hp device and noticed the issue. They then had to remove pieces of the silicone boot that was inside the leg. They removed 5 pieces that were anywhere from 1-2mm in length. They believe they retrieved all pieces as they looked up and down the tunnel 4-5 times. After the case and while still in the or room they got an x-ray of the leg portion. They did not see anything on the film. Hospital was fairly confident that they had retrieved all the pieces of silicone inside the tunneled leg. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting tool. Heavy blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the cold jaw was observed to be peeled away from the jaw, exposing the middle portion of the metal portion of the cold jaw. The silicon insulation was also observed to be cracked and detached from the tip of the cold jaw. The detached silicon was returned for evaluation. Based on the return condition of the device, the reported failure "peeled jaw" is confirmed as well as for the analyzed failure "material twisted/ bent" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. While cauterizing branches they noticed that it wasn't working correctly. They removed the hp cautery device and saw that the non-wired jaw silicone boot was shredded. They had done the lower leg portion with no issues and was half way through the thigh portion when they noticed the cautery wasn't working correctly. This was when they removed the hp device and noticed the issue. They then had to remove pieces of the silicone boot that was inside the leg. They removed 5 pieces that were anywhere from 1-2mm in length. They believe they retrieved all pieces as they looked up and down the tunnel 4-5 times. After the case and while still in the or room they got an x-ray of the leg portion. They did not see anything on the film. Hospital was fairly confident that they had retrieved all the pieces of silicone inside the tunneled leg. A replacement device was used to complete the procedure.